Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. My spinal stimulator has stopped working. It will not charge. A voicemail was received from patient (pt). In the voicemail, pt said they had their implantable neurostimulator (ins) for 6-7 years, but now couldn't get the ins to charge at all. Pt said since the ins was not working, they had lost the use of their right leg. Pt said they hadn't seen a rep for years and really needed help because they couldn't walk. Pss called pt back on number in voicemail, but pt didn't answer. Pss left pt a message with patient services number. The patient pt reported they were having issues charging their implant and the issue began 3 months ago. Pt stated when they tried to align it so it will transfer the charge they couldn't ever get the spot (ps understood this as pt attempted to place the recharger antenna over their implant but pt could not connect or charge their implant). Pt noted the last time they charged their implant successfully was 3 weeks ago. Pt also noted their mystim programmer gave them a sign that they couldn't connect to their implant (ps understood this as poor communication message). The patient was redirected to their healthcare provider to further address the issue. Ps advised the pt to contact an hcp to get connected with a medtronic representative so that a representative could restart their device. Patient (pt) is needing MRI. Caller stated they were informed by a nurse at hcp's office that the ins battery has been dead for 6 months. : additional information was received from the manufacturer representative (rep). According to patient, he had not recharged ins. N o longer wanted to use ins. Pt is requesting explant. Referred to their hcp for consultation. Issue is resolved at this time